Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, alarmed button error, had unresponsive buttons, and blank display. The customer was assisted with pump exposed to fluid troubleshooting. The customer's blood glucose level was 102mg/dl at the time of the incident. The customer stated that the insulin pump was dropped in a toilet. It was indicated that a replacement will be sent. Troubleshooting for button error/keypad anomaly was performed. The customer stated that exposure to moisture was the significant event leading to the keypad issues. Customer also stated that due to the blank display they were unable to verify if the clock on the insulin pump advanced if observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for blank display was performed and possible causes were explained but no further steps were taken as the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded on the keypad traces. No button error alarm noted, however pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No moisture damage found inside the pump. Time advances properly. No damage found on lcd isolation tape noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.